Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroscopy (tka) surgical procedure it was observed that the robotic assisted saw interface device (sasi) left and the sasi right were loose and the device interface was not holding the robotic assisted array clamp device. It was reported that the robot was not mounted to the operating (or) table rail. It was reported that there was no patient involvement. It was unknown as to when the event occurred. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No further information was provided. This is report 2 of 2 for (B)(4).